Event description:
A patient reported blood glucose results of "25 mg/dl and 134 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The check strip test passed within specs. The meter and test strips are being replaced.